Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: ptosis and asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone breast prosthesis implantation surgery with two unspecified mentor gel implants, suffered bilateral breast ptosis with asymmetry and a desired for smaller breasts, post-procedure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2014. The replacement devices were the following: (right) 235cc mentor memorygel breast implant catalog: 3507235mc lot: 6801777 sn: (B)(4) and (left) 215cc mentor memorygel breast implant catalog: 3507215mc lot: 6757728 sn: (B)(4). This medwatch form is for the right breast prosthesis.